Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient developed a tunnel, kci could not determine that the alleged event was related to activ.a.c.¿ ion progress¿ remote therapy monitoring. As of (B)(6) 2017, kci had no information to exclude the need for surgical intervention to resolve the tunneling. Based on the additional information obtained on 23-aug-2019, the physician confirmed the tunneling was pre-existing and unrelated to activ.a.c.¿ therapy. Kci has deemed this event not reportable based on the information received on 23-aug-2019. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following information was reported to kci by the patient: on (B)(6) 2017, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to the development of a tunnel in the patient's wound. Per review of kci records, the nurse observed the patient and noted a significant decrease in the patient's wound length and depth from (B)(6) 2017 wound measurements to (B)(6) 2017 measurements. On (B)(6) 2019, the following information was reported to kci by the physician: the tunnel was pre-existing and was unrelated to activ.a.c.¿ therapy. On (B)(6) 2017, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications.